Event description:
Contact reports that the monarch screw was implanted in 2002 (exact date unknown). Patient returned to office for follow up and x-ray found the screw to have broken. Reports non-union condition, the device was explanted.